Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the internal iliac artery using ruby coils. During the procedure, the physician first deployed and detached three ruby coils into the target vessel using a lantern delivery microcatheter (lantern). While attempting to advance a new ruby coil through the lantern, the physician experienced resistance and decided to remove the ruby coil. Upon inspection after removal, the physician noticed the ruby coil pusher assembly was kinked. The procedure was then completed using thirteen ruby coils and the same lantern. It should be noted that the physician maintained a continuous flush and used a rotating hemostasis valve (rhv) during the procedure. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Please note that the device in complaint was expected to be returned; however, additional information received from the penumbra sales representative indicated that the device was disposed of and is no longer available for return. Therefore, without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The device was disposed of.